Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: stent dislodgement. Time of device issue: during preparation. Adverse event: none. It was reported that negative pressure was strongly-appplied before use and it was noticed that the stent was not mounted on the balloon, when inserting it into the guiding catheter. The stent was in the protective sheath. The procedure was completed using a new stent. No additional information was provided. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.